Event description:
Surgeon attempted to use stapler but it would not fire and stuck in the trocar.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received by the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00385, 00386, 00387.

Event description:
Allegedly revised due to loosening of acetabular.

Manufacturer narrative:
Corrected data/additional information: received 9/23/10 from the user facility. The risk mgr. Advises our product did not cause or contribute to this revision surgery; therefore, this medwatch 3500a was not required. This is the same event as 1043534-2010-00385, 00386, 00387.